Manufacturer narrative:
(B)(4).the device has been received, and the evaluation is in process. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). During evaluation of a returned homechoice (hc) device, a baxter technician determined the hc machine failed the ground bond test. Ground bond verification measurement: 0.110 ohm (low limit: 0.001 high limit: 0.100). Performed continuity test between power entry module (pem) ground and door post and resistance was 0.012 ohms. Inspected all ground connection while monitoring the multimeter and there was no fluctuation in ohms. Assignable cause for the rite failure of ground bond failure was undetermined. Product analysis lab (pal) evaluated the device and found no failure or malfunction that could have caused or contributed to the ground bond failure. Device was sent to servicing.

Event description:
During evaluation of a returned homechoice (hc) device, the product analysis laboratory determined the hc machine system failed returned instrument test/evaluation testing due the device failed the ground bond test indicating a high resistance value between the hc and the ground bond on the power supply. There was no patient involvement.